Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, flixene with ifg is a novel hemodialysis graft that may potentially improve patency rates in a challenging but small patient population.

Event description:
Received an study titled "initial experience with unique av graft designed to minimize venous outflow complications." The abstract was to evaluate the performance characteristics of the flixene with ifg in a challenging hemodialysis access population possessing a number of prior failed accesses. A chart review of 20 consecutive patients with multiple previous access procedures. Per the study adverse events occurred of steal syndrome, infection and thrombosis.